Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bowel resection on an open colostomy reversal, the device was only fired twice, and it did not work. They opened and used another device to complete the case. There was no patient injury.